Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the interrogation issue, need to put pressure on the rf connector to interrogate, without pressure, interrogation did not work. As a result the link electronic module (lem) circuit board was replaced and calibrated. Concomitant medical products: a 229047 analyzer. (B)(4)

Event description:
It was reported the programmer will not interrogate devices. Many different wands were tried. The programmer was returned for repair. No patient complications were reported as a result of this event.